Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, it was explanted and successfully replaced. No additional adverse patient effects were reported. This device was already returned to boston scientific.